Event description:
It was reported that allegedly when they opened the box to store the item on a tray, they reportedly noticed that the irrigation tip is cracked.

Manufacturer narrative:
Additional info will be provided once investigation is completed.